Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery.